Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was informed to continue using the pump and to call back if the malfunction code recurs. The customer acknowledged and understood the instructions.